Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient developed a seroma near the spinal incision post implant. The healthcare professional examined the patient and ordered magnetic resonance imaging on (B)(6) 2018. On sunday. He planned for a procedure to drain the seroma in the operating room. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient status was "alive - no injury" and the resolution was unknown at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.